Manufacturer narrative:
Recall: 1627487-07262012-002-r and 1627487-05242011-002-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was having to charge the ipg more than once in a day. As such, surgical intervention was undertaken to explant and replace the ipg due to this issue. The issue resolved following the procedure.